Event description:
Reporter alleged the expiration date on the test strip vial is rubbed off and only can see "2006". No actions or treatment was received reportedly as a result. A request was made for the return of the suspect product and replacement product was sent.